Event description:
Terumo medical corporation received the following information: it was reported that the wire would not pass through the angiocath. The estimated blood loss was less than 250cc. The patient remained in stable condition. Procedure performed was a left heart catheterization.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy.a2: age & date of birth: requested, not provided due to hospital policy.a3a: sex: requested, not provided due to hospital policy.a4: weight: requested, not provided due to hospital policy.a5: ethnicity: requested, not provided due to hospital policy.a6: race: requested, not provided due to hospital policy.d6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lab tech.one (1) 6 fr glidesheath slender was returned to terumo medical corporation. The returned sample includes the guidewire, and the angiocatheter. The device was subjected to visual and functional analysis. The device was returned opened with the guidewire partially inserted into the angiocatheter. No abnormalities nor defects were noted on the returned components. The guidewire is attempted to be moved through the angiocatheter; however, resistance is felt and cannot pass through.the guidewire outer diameter is 0.0252" .the angiocatheter inner diameter is 0.021". The guidewire is not within the specification for a 0.021" guidewire. The angiocatheter is within its design specification.one 6 fr glidesheath slender was returned to terumo medical corporation. The returned guidewire could not adequately pass through the provided angiocatheter during functional testing and had an outer diameter consistent with a 0.025" guidewire. Therefore, the complaint can be confirmed for a packaging issue. The root cause is the incorrect size guidewire was included in the components during the packaging process. A corrective action has been implemented for this issue. The device history record review determined the device was manufactured in accordance with terumo procedures.res 99285 has been provided as the z# has not been assigned at this time.